Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, and mechanical ventilator devices. The manufacturer received information alleging bronchitis. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging issue related to a CPAP device's sound abatement foam became degraded and caused a patient to develop bronchitis. The patient didnot received any medical intervention. The device was returned to the manufacturer's product investigation laboratory for further investigation. The device was evaluated. There was no mention of visual findings to the external part of the device. The internal aspect of the device was inspected. Dust and dirt contamination inconsistent with degraded sound abatement foam was observed throughout the device enclosure and airpath, suggesting a source external to the device. Pil pulled the device log. 0 blower and 0 therapy hours were logged, suggesting that device data was cleared prior to pil receipt. 2,845.6 machine hours were logged. No errors were logged. The manufacturer concludes there was evidence of dust and dirt contamination inconsistent with degraded sound abatement foam was observed throughout the device enclosure and airpath.